Event description:
It was reported that after a successful implant, a right ventricular (rv) lead dislodgement was noticed through an x-ray and the r wave was only 2.6-4mv on the electrocardiogram. The rv lead was repositioned on the day following the implant and programming changes were done. The lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).